Event description:
It was reported that the customer went to the emergency room with blood glucose levels between 250 and 300 mg/dl, with high ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. Customer was released from the ER on the same day, without any reported injury or permanent damage.